Event description:
It was reported that the patient was connected to the device coupled to an o2 cylinder with digital display. The digital display of the o2 cylinder was found to be off and the o2 cylinder was exchanged. After a few minutes the patient was identified as having bradycardia and low oxygen saturation. It was found that the exchanged o2 cylinder was empty. The previous o2 cylinder was connected and was functioning normally. The patient required CPR and passed away.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.